Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured as confirmed through chest x-ray. Additional information received from a field representative stating that an impedance of greater than 2500 ohms and noise on rv channel was noted. The lead was surgically abandoned and no longer in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.